Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glocuse level was normal, did not require medical treatment. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due encoder signal out of phase. Unable to perform functional testing due to constant motor error alarm. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)